Manufacturer narrative:
The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. On may 22, 2019, it was reported that the device had incomplete mesh. The customer returned a skin graft mesher device, serial number (B)(6), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(6), and a 2:1 ratio cutter, serial number (B)(6), for evaluation. Product review of the skin graft mesher on may 29, 2019 revealed that the calibration and sample mesh could not be taken due to the bent comb and damaged gear. The left side plates had visible damage. The carrier guide was worn. The 1.5:1 ratio cutter, serial number (B)(6) produced a passing sample mesh. The 2:1 ratio cutter, serial number (B)(6)produced an incomplete mesh and was deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on may 29, 2019 which included replacement of the left side plate, comb, carrier guide, bearings, roller, roller gear, cutter collars, and cutter gears. Skin graft mesher, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Notification number 172391 dated 5/23/2019. Although the device was not able to be evaluated for the reported incomplete mesh, it was noted during evaluation that the device had a bent comb which could potentially cause the device to give an incomplete mesh. The reported event is therefore confirmed. The root cause of the reported event cannot be specifically determined with the provided information however as it is unknown how the comb became damaged. The device was noted to be functioning as intended after the left side plate, comb, carrier guide, bearings, roller, roller gear, cutter collars, and cutter gears were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The device has been returned for evaluation and investigation is in process. Once the investigation is completed, a supplemental report will be filed accordingly.

Event description:
Skin graft mesher had incomplete mesh. The device was used on cadaver skin. No adverse events were reported as a result of this malfunction.